Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1400 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's pump was filled on (B)(6) 2019 and shortly afterwards the pump started alarming. The pump was interrogated and showed a motor stall which did not recover. There was no magnetic interaction with the pump. The pump was replaced. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive; no injury. No further complications were reported.